Manufacturer narrative:
Currently it is denied that the system 83 plus device may have caused or contributed to the adverse event as alleged in the legal documents.

Event description:
It is solely alleged, through legal documents, that the adverse event was an injury. The investigation is on-going to this extent. In addition, all liability is denied.

Manufacturer narrative:
With respect to this reported adverse event, there has been absolutely no finding of wrongdoing on the part of custom ultrasonics, inc. In addition, there has been absolutely no finding of any related functionality issues with the system 83 plus 2 and plus 9 automated endoscope reprocessor ("aer") and the aer's ability properly reprocess endoscopes.